Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantation procedure, after fluoroscopic confirmation that the delivery catheter and valve were int act and functioning properly, the delivery catheter system (dcs) was advanced through the right femoral artery toward the abdominal aorta. While advancing the dcs, resistance was encountered and advancement continued. Before reaching the descending aorta, fluoroscopy showed a radiopaque structure protruding from the capsule at the level of the hat marker. The dcs was safely withdrawn. A new valve and a new dcs were then used, and the procedure was completed successfully without complications related to valve implantation or injury to the peripheral femoral vessels. No patient complications were reported as a result of this event.